Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during surgery, the device was not working. The tube had to be exchanged mid-case. They first tried another machine, but it was the tube that was faulty. There was no known patient impact.

Manufacturer narrative:
H3 : analysis of product 8229707 of lot number 0224931761 found that visually, the device was in a u-shape when returned. There was no damage in the construction of the device. There were biological contaminants on the cuff balloon on the distal end of the device. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 29.7 ohms (blue), 15.3 ohms (blue with white stripe), 34.6 ohms (red), and 30.5 ohms (red with white stripe) in which all the electrodes were in specification. For further analysis, a stylet was used to manipulate the shape of the device and the electrode resistances remained in specification. Functionally, the device was connected to a nim system, and the device passed the electrode check and had no erratic behavior during functional testing. There were no shorts between circuits nor intermittent behavior while manipulating the device. For additional analysis, a syringe was used to inject 15-cc of air into the balloon and there were no issues during inflation or deflation. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. H6 : codes updated. Previous applied fdm b21, fdr c21 and fdc d16 no longer applicable. E2 and e3 : updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.